Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with the device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2017, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Correction: the correct "explanted date" is (B)(6) 2017 not april 13, 2017 as initially reported. This report is submitted on june 02, 2017.